Event description:
During an MRI scan, patient received reddened skin area beneath the right-arm ECG electrode. A skin blister was evident under the electrode area in contact with the skin. Skin was treated with a burn cream and patient was discharged. Conmed ECG electrodes were used during the scans. The ECG cable used was rated for scans up to 0.4 w/kg and it is almost certain that some of the MRI scans performed exceeded this specific absorption ratio (sar) rating.